Manufacturer narrative:
Zimvie complaint number: (B)(4). D4: lot/serial#: unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided. H10: d10: medical product: 3i t3 with dcd tapered implant 5/4 x 13mm catalog#: bnpt5413, lot#: 2021060508.

Event description:
It was reported that screw fractured. Unable to retrieve fractured restorative screw with a screw retrieval kit, implant removed. Tooth site # 46.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual evaluation was performed. Evidence of fractured iunihg screw fragment was observed stuck inside the implant. Implant matched prints where measured. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 22, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. Evidence of fractured iunihg screw fragment was observed stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.